Event description:
Patient reported that they were seen by an orthodontist who is putting them into a different aligner that has attachments to finish their treatment. The byte aligners would not fix their issue. Requested letter or diagnostic findings from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.